Manufacturer narrative:
Unit received with loose retainer and reservoir tube o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to loose retainer.

Event description:
The customer reported via phone call that the clear plastic lip and lcd screen was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had a insulin flow blocked alarm. The customer also stated that the issue was resolved. The insulin pump will be returned for analysis.